Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal, unknown, and physioneal, unspecified product, (lot numbers not reported) therapies. On an unreported date, the patient began treatment with dianeal, unknown, 2 bags, and physioneal, unspecified product, 1 bag (frequency and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began treatment with rocefin (dose, frequency and route not reported). At the time of this report, the peritonitis was not resolved, the patient remained hospitalized and treatment with rocefin continued. The action taken with dianeal and physioneal therapies was unknown. Concomitant medications were not reported. The physician believed the event of peritonitis was related to dianeal therapy. However, the physician did not provide an assessment of causality for the event of peritonitis in relation to physioneal therapy.